Event description:
MFR received a report from a dealer that the pt fell from a wheelchair while transferring from car to wheelchair. Allegations were made that the handle and back of the chair broke. The reported injuries were unspecified.